Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomed who reported that multiple systems were reported as down, with the philips supplied network (pscn) not connecting. During troubleshooting it was identified that core a appeared offline and was not reachable. Attempts to connect to core b were unsuccessful, as sessions disconnected after a few seconds. All servers at this site are virtual machines. The rse advised the customer to confirm whether any changes had been made by their information technology (it) team. Upon investigation, the customer it team identified and resolved a router issue. Once the router (sg-2c-core-a 172.28.32.2) connection was restored, all site hosts reported online and normal operations. The customer it team resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the patient information center ix is not connecting and half the system is down. The device was in use on a patient at the time of the event. There was no adverse event reported.